Event description:
It was reported that intermittently, the 9600 system displays charger failed messages during boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery charger pcb. The system was tested and found to be working as intended and placed back into service.